Manufacturer narrative:
Additional devices listed in this report: cat # 6260-5-128, lot # 17452008, description: 28mm std v40 taper vit head; cat # 542-11-54f, lot # 16700701, description: trident psl ha cluster 54mm; cat # 621-10-28f, lot # 17424201, description: trident 10° crossfire insert 28 mm ID; cat # 2030-6525-1, lot # y07mea, description: 6.5 cancellous bone screw 25mm; cat # 2030-6535-1, lot # 433mja, description: 6.5 cancellous bone screw 35mm; it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report. Device remains implanted.

Event description:
The regional sales manager of implants reported that a patient implanted with an hip stryker prosthesis has experienced pain at the hip area. It was noted that in the surgeon's opinion, the reason is an allergic reaction to the material components of the prosthesis.

Manufacturer narrative:
An event regarding allergic reaction involving a hipstar stem was reported. The event was not confirmed. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other events have been reported for the manufacturing lot. The exact cause of the event could not be determined because further information such as medical records including patient history, pathology reports, and follow-up notes are needed to complete the investigation for determining the root cause.

Event description:
The regional sales manager of implants reported that a patient implanted with an hip stryker prosthesis has experienced pain at the hip area. It was noted that in the surgeon's opinion, the reason is an allergic reaction to the material components of the prosthesis.